Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "encapsulated," baker grade unspecified.

Event description:
Patient reported "apparently have the recalled gummy bears in my chest, and I have been having problems with them for years¿ and later reported "pain and lumps on the inside and a rash and small bumps on the outside". Later patient reported "apparently they are encapsulated", baker grade was not provided. This record is for the right-side. Device remains implanted.